Event description:
It was reported by the rep the device was used during a laparascopic inguinal hernia procedure. When firing into cooper's ligament, the staples would malform and wouldn't penetrate. Another ems was opened to finish the case. There was no consequence to the pt.